Manufacturer narrative:
The unit was forwarded for reprocessing and the hv module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting which included power cycling, bench handling, defib cycling, and functional stress testing without duplicating the reported malfunction. The visual inspection of the device did not yield any discrepancies. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.